Event description:
It was reported by service report that the fowler was drifting down. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: malfunctioning fowler clutch caused the fowler to drift down.